Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one complete se peripheral bare metal stent was implanted in the right sfa to popliteal (r1). One day later another complete se was implanted in the right sfa to popliteal (r-1). Approximately 20 months post index procedure the patient suffered restenosis of the right sfa (r-1). No intervention was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.